Event description:
I got saline breast implants and now I am having the following medical issues. Fatigue, brain fog, chronic arthritis, uti's, vaginal bacteria infections, lipomas, weight gain of over 65 lbs in 3 years, night sweats, mrsa, eye rashes, bone and joint stiffness, miscarriage, insomnia, acid reflux, migraines, ringing in the ears, bloating. FDA safety report ID# (B)(4).